Event description:
It was reported that the customer was hospitalized for a low blood glucose reading of 30 mg/dl. The customer had been reporting unexplained high and low blood glucose levels prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.